Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient's ipg was inoperable as it would no longer communicate with external devices. As a result, the patient had the ipg replaced. Therapy has successfully been restored post-op.